Event description:
An article in the journal of cardiovascular electrophysiology vol. 18, suppl 2, 2007 pg. S26-27, entitled "arrhythmogenic potential of a percutaneous implanted okkluder in patients with atrial septal defect of persistent foramen ovale". It was reported that the physician implanted a 25mm helex septal occluder. At follow-up an atrial fibrillation was noted. The arrhythmia was treated successfully with anti-arrhythmic drugs.

Manufacturer narrative:
The device remains implanted in the patient. The lot # remains unknown. A device history review could not be conducted. Arrhythmia/requiring medical intervention. No patient information is available from the physician.